Event description:
Reportedly, the problem with the subject programmer is that it can intermittently shut down and restart during use and it can become stuck in a boot loop.

Event description:
Reportedly, the problem with the subject programmer is that it can intermittently shut down and restart during use and it can become stuck in a boot loop.

Manufacturer narrative:
This report contains the same information as the one provided in the initial report. Due to technological constraints, the acknowledgments of the initial report were not received. This follow-up report is submitted to be sure that the FDA received all necessary information on time.

Event description:
Reportedly, the problem with the subject programmer is that it can intermittently shut down and restart during use and it can become stuck in a boot loop.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190605 - file-2019-01047 - analysis_and_closure_report_resp-2019-00813.pdf].